Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and the below was reported by an anonymous individual: "hello to all my friends. I've been having seizure trouble so haven't been on here much. Been sleeping a lot. The doctor will probably adjust the vns when I see him this month." No additional relevant information has been received to date.